Manufacturer narrative:
The device will reportedly not be returned to maquet cardiovascular for investigation, therefore no eval could be performed. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure and upon opening the (B)(4) package, there was a hair found inside the package. A new kit was used to complete the procedure. There were no pt effects. The lot number is unk, as the product was discarded.